Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the proximal and distal sections of the stent were expanded and the mid-section was partially expanded. The maximum crimped stent within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones appeared relaxed from their original folded position. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive for being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the device was expanded during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 16 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up during advancement into the guiding catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.